Event description:
It was reported that the patient had an increase in pain. The patient had an implantable neurostimulator implanted in his head that was being used to treat the pain in his head. It was removed leaving the patient with a strong headache. It was unknown whether the device was working properly. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up from the health care provider reported the cause of the event was the patient not getting pain relief. It was noted there were no abnormal impedances. Signs and symptoms included the patient still had pain. There was no injury to the patient and the patient recovered without sequelae.

Event description:
Additional information received reported that the patient was in "a lot of pain" after the explant. No further information was reported.

Manufacturer narrative:
Patient identifier updated due to addition of patient's first name to event documentation.

Manufacturer narrative:
Product ID 3887-45, lot# v900976, implanted: 2012-(B)(6), product type lead product ID 3887-45, lot# v900976, implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012-(B)(6), product type extension.

Manufacturer narrative:
(B)(4)